Event description:
Left revision hip arthroplasty performed in 1993. Revision in 1999, found gross rotational loosening of the femoral component and acetabular liner component in three pieces. All components were removed and replaced.